Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) reported a pt broke aseptic technique and swapped treatment bags during treatment. A culture revealed touch contamination peritonitis.